Manufacturer narrative:
No device malfunctions or other noteworthy events occurred during the case.

Event description:
On (B)(6) 2025, a 71-year-old male patient with a history of hepatocellular carcinoma received histotripsy treatment(s) to two lesions in liver segment v. The patient has a history of chronic hepatitis b (hbsag positive) and thyroid carcinoma status post resection in 2005. He was diagnosed with grade 2 hepatocellular carcinoma and underwent a partial right hepatectomy in 2007, with subsequent recurrence treated with five sessions of transarterial chemoembolization between 2008 and 2023. His course was complicated by liver abscesses requiring drainage in (B)(6) 2023, (B)(6) 2024. An MRI performed in china on (B)(6) 2025 suggested two hepatic lesions, with an alpa feto-protein (afp) level of 3.0. The patient received 1.2g of augmentin via IV prophylactically, one hour prior to histotripsy. The patient was stable post-procedure. The following day, the patient developed sepsis with a white blood cell count of 18.7; blood cultures grew e. Coli and klebsiella oxytoca. This sepsis was treated with IV ertapenem (invanz) with subsequent control and the patient was subsequently discharged home on (B)(6).